Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, a 3.0mmx150mmx150cm coyote¿ balloon catheter was advanced for dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was removed from the patient and a 150cm 4mm×150mm coyote¿ balloon catheter was advanced to dilate the lesion. Then a non-bsc stent was deployed to the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.